Event description:
Arjo was informed about the event involving the enterprise 9000x bed. The caregivers placed the patient in the bed, raised the side rails, and set up the bed exit alarm. Fifteen minutes later, the patient was found on the floor between the bed and the bathroom. The bed was made and the side rails were still in the raised position. The patient tried to exit the bed and fell. As a result, the femur was fractured, which will require surgery, and blood was coming from the right eyebrow. The clinical specialist assessed the injury as serious. Initially, it was reported that the bed exit alarm didn't go off, but the following day, it was confirmed that the bed exit alarm was functioning correctly and the bed appeared to work as intended.